Manufacturer narrative:
Investigation: review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No other complaint was received to this lot. The batch record review indicates no discrepancies. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Event description:
End user reports he has had 4 utis in the last 7 months. His uti history is as follows. Prior to this recent uti history, he has not had any utis in the past 7 prior years. In (B)(6) 2025 he had pain at the distal part of his penis so his md placed on him on antibiotics for suspected urethritis and this cleared up his symptoms. About a month later on (B)(6) he started having cloudy urine, frequency and leakage so they did a urine test and a bacteria called mssa (methicillin-susceptible staphylococcus aureus) was found in his urine and he was placed on macrobid which helped his symptoms. He was uti free for 4 months but at the end of may (when he was using these defected catheters) on (B)(6) his prior uti symptoms came back and he was found to have 10-25 k colony count of staph aureus in his urine culture and he was given 10 days of macrobid which cleared his symptoms up until (B)(6) when he started to have symptoms again and he was found to have 50k colony count of mssa and 20 k of strep pneumoniae which was treated with levofloxacin for 5 days which he said helped his symptoms. He said his md then wanted him to start on a 30 day round of macrobid as he thought possibility this bacteria (mssa and staph aureus) found on multiple could have gotten into his prostate. He said he is feeling better now. No additional information was provided.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.